Event description:
It was reported that an 840 ventilator had a touch frame problem. The unit was not on a patient at the time of the event. The touch frame was replaced and the unit passed calibrations, est, sst and pvt.

Manufacturer narrative:
Correction: initial MDR noted "the touch frame was replaced and the unit passed calibrations, est, sst and pvt." Section changed to "the touch frame printed circuit board was replaced and the unit passed calibrations, est, sst and pvt." Updated result code.

Event description:
The touch frame printed circuit board was replaced and the unit passed calibrations, est, sst and pvt.

Manufacturer narrative:
A touch frame printer circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found areas of contamination evident on the pcb. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination of the touch frame. If information is provided in the future, a supplemental report will be issued.